Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and that the alarm could not be cleared. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump also alarmed compromised force system sensor, bad battery and motor error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing noted. The pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. The motor was tested outside of the device and it passed. Unable to confirm the compromised force sensor system alarm due to the motor error alarm. The pump passed the displacement, self test and unexpected restart error test. No external ram crc or unexpected restart error alarms were noted. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no bad battery alarm, failed battery test, unexpected battery out limit alarm or weak battery alarms were noted. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window and minor scratches on the display window.